Event description:
Info received indicates the brake casters do not hold well.

Manufacturer narrative:
The tech found the casters were out of adjustment. He adjusted the four casters to repair the stretcher.